Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in: d9, g3, g6, h2, and h3 evaluation information found in: h6 and h10 the fenestrated bipolar instrument has been returned and evaluated by the failure analysis team on (B)(6) 2022. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of frayed grip cable. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Common causes of the failure mode frayed - distal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to the mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the fenestrated bipolar forceps instrument had broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The fenestrated bipolar forceps part# 471205-17 / lot/serial# k12220620 0305 was last used on (B)(6) 2022 on system (B)(4) with 13 uses remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.